Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 pro chemistry analyzer, and identified the failure mode as a defective waste valve. The fse replaced the ise waste valve to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erratic na (sodium) and cl (chloride) results and fluid was leaking from the flowcell drain of their dxc 800 pro analyzer. The customer stated the leak was not contained. About 300 ml of fluid was leaking on the floor. The erratic results were not released out of the laboratory; thus, there was no impact to patient treatment. There was no report of exposure or injury as a result of the leak. The customer provided data for two patients.